Event description:
The anesthesia breathing circuits "leak". Reporter explained further that the temperature port plugs pop open during pt use. Per reporter this happens all the time and clinicians routinely tape all temperature ports. Per reporter, there was no pt injury and no medical intervention required as a result of the reported condition. Reporter unable to provide any specific info regarding the reported condition and the total number of incidents.